Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e200 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection found no issues related to the reported issue. Per the e200 test matrix, the e200 generator passed all required tests. As a result of this investigation, the e200 generator functions as designed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator kept throwing an error. Customer did not have the error number. No related errors were found in the logs. Customer stated they were having issues with monopolar and bipolar energy. The procedure was completed with no reported injury. Intuitive followed up with the customer. No additional information is available. The technician came out and replaced the generator.